Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient presented with lower left sided back pain, on and off left foot tingling. Per the medical records, MRI report shows ¿l5-s1 spondylolisthesis with a pseudo-bulge and disk bulge and annular rent at l4-l5 with no significant change since 1992.¿ impression: ¿l5-s1 spondylolisthesis with ddd, l4-l5 and l5-s1.¿ (B)(6) 2004 ¿ patient received a lumbar epidural steroid injection. On (B)(6) 2004 the patient underwent a two stage same day anterior posterior lumbar spine fusion (tlif) at l4-5 and l5-s1 using allograft bone and infused bmp. Per the op report ¿bone graft was placed directly down on decorticated bone¿there was a bit of [bmp] left from the front so we placed it on the lateral gutter within the bone graft on the right side.¿ no patient complications were reported. On (B)(6) 2004 ¿ patient returned for a postop visit and presented with ¿some pain along the bilateral si joint¿ and "feels short of breath". X-rays showed "satisfactory alignment and positioning of his hardware.¿ cage at l5-s1 appeared ¿proud on the x-ray. Clinically, it did not appear proud but a CT scan for ls spine and pelvis is ordered. On (B)(6) 2004 patient returned for a follow up visit. Cat scan was performed and was negative ¿for any malposition of hardware cr pressum on his veins or blood clots, nothing that would contribute to his shortness of breath, the patient states that initially after the surgery, it has been dribbling after urinating, but that seems to be getting better and going away now. [The patient] still has had some shortness of breath¿. Patient states that his lower back ¿feels much better¿. Patient complains of new symptoms in lower cervical area. (B)(6) 2004 ¿ patient returned post-tlif and stated stiffness and bilateral hip pain is still present but ¿much less symptoms that before surgery¿. Difficulty sleeping secondary to neck pain; headaches; impression: cervical ddd. (B)(6) 2004 ¿ patient presented with significant amount of pain in si joints; back pain is gone. Patient will undergo left si diagnostic and therapeutic injection under fluoroscopy and physical therapy. (B)(6) 2004 ¿ patient presented with continued pain in si joints with no relief from injections. (B)(6) 2005 ¿ patient presented with ¿some pain in bilateral joints of low back, on the si joint¿. MRI scan was recommended. (B)(6) 2005 ¿ MRI of si joints and lumbar spine were reviewed and ¿scans look good with good position of the hardware. No sign of nonunion.¿ continued physical therapy is recommended. (B)(6) 2005 ¿ patient presented with low back pain and upper back pain and ¿pain radiates into his legs bilaterally¿. Patient stated that recent depression ¿seemed to flare things up". Patient also states "pain comes on all of a sudden.¿ cat scan was recommended to determine if pseudoarthrosis is evident. (B)(6) 2005 ¿ patient presented with neck and thoracic spine pain. Cat scan of lumbar spine is discussed with the patient and a ¿solid fusion at l4-5 and l5-s1¿ was reported. Patient wants the hardware removed despite physician¿s recommendation to leave it in place. MRI scan of cervical and thoracic spine was scheduled. (B)(6) 2006 ¿ patient presents with pain below his neck and his upper thoracic spine between scapulas and a popping sensation in his neck; still has low back pain in left buttocks. Patient has been to two pain clinics and states that ¿hardware is in the way for giving injections¿. CT myelogram shows ¿a small herniated disk at c5-6 snd also degenerative disks at t5-6 and t7-8 status post lumbar fusion as well¿. Chiropractor was recommended and patient will proceed with pain clinic.